Manufacturer narrative:
Section not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a lack of primary stability and the dental implant was removed.